Manufacturer narrative:
B3- date of event is estimated a system displaying the ¿replace generator soon¿ warning message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient pc was displaying "replace generator soon" message. Surgical intervention took place where the ipg was explanted and replaced, thereby restoring therapy.